Manufacturer narrative:
The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. While the patient was hospitalized for an unreported indication, they were reported to experienced recurrent peritonitis. The cause of the peritonitis, treatment, outcome, and actions taken with pd therapy were not reported. No additional information is available.